Manufacturer narrative:
Us customer contacted cepheid to discuss 2 patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Customer collected samples from 2 symptomatic patients. Patient-1 had sample collected on (B)(6) 2021. Patient-1 was first tested using xpert xpress sars-cov-2/flu/rsv and the result was sars-cov-2 positive, flu a negative, flu b negative. Positive sars-cov-2 result was reported to physician. Patient-1's sample was retested on the same day (B)(6) 2021 using xpert xpress sars-cov-2 and the result was sars-cov-2 negative. Patient-2-sample-1 was collected on (B)(6) 2021 and tested same day with xpert xpress sars-cov-2 and the result was sars-cov-2 positive. Positive result was reported to physician. Patient-2-sample-2 was collected on (B)(6) 2021 and tested same day with xpert xpress sars-cov-2 and the result was sars-cov-2 negative, which was also reported to physician. Cepheid's patient safety board reviewed the case and the data provided by the customer. Review of patient-1 data shows sars-cov-2 positive with late CT of 38. Target and spc amplification and epf appear normal. Review of patient-1-retest-1 shows negative result with normal spc. This likely represents low concentration of viral load near lod. Review of patient-2-sample-1 shows positive result with n2 target detected with moderate CT of 33.5 and no e target amplification. Spc amplification and epf appear normal. Review of patient-2-sample-2 show negative result with normal spc amplification and epf. All tests show no evidence of product malfunction. Residual samples not available for internal testing. However, upon discussion with customer, customer reported that this and another site had approximately 90% positivity rate over those 3 days, strongly suggesting contamination. Unclear if root cause is gross contamination, viral load near lod or both. There was no deterioration of health or change to patient treatment due to these discrepancies. As per section 3 of xpert xpress sars-cov-2 eua IFU; "negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for treatment or other patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information." Note for section device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2 test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss 2 patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Customer collected samples from 2 symptomatic patients. Patient-1 had sample collected on (B)(6) 2021. Patient-1 was first tested using xpert xpress sars-cov-2/flu/rsv and the result was sars-cov-2 positive, flu a negative, flu b negative. Positive sars-cov-2 result was reported to physician. Patient-1's sample was retested on the same day (B)(6) 2021 using xpert xpress sars-cov-2 and the result was sars-cov-2 negative. Patient-2-sample-1 was collected on (B)(6) 2021 and tested same day with xpert xpress sars-cov-2 and the result was sars-cov-2 positive. Positive result was reported to physician. Patient-2-sample-2 was collected on (B)(6) 2021 and tested same day with xpert xpress sars-cov-2 and the result was sars-cov-2 negative, which was also reported to physician. There was no deterioration of health or change to patient treatment due to this discrepancy. Review of data provided by the customer showed positive sars-cov-2 results with no evidence of product malfunction.